Manufacturer narrative:
Device passed displacement test. However unit alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 91 mg/dl at the time of incident. Customer stated that drive support cap was loose. Customer stated that the insulin was squirting out during manual prime process. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.